Event description:
It was reported by the patient that the patient's implantable pulse generator (ipg) had a "glitch". It was also reported by the patient that the patient felt "strange". Follow up information was attempted, however was unable to be obtained. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.